Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Unspecified antibiotics were considered as co-suspects. Dianeal and extraneal therapies were ongoing. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient had an unspecified surgery for an unreported indication. On an unreported date the patient was started on unspecified antibiotics. On (B)(6) 2012, the patient was diagnosed with peritonitis and was hospitalized for the event on the same day. Per the patient, the peritonitis was caused by the antibiotics. Treatment was not reported. The patient was still in the hospital and was recovering from the case of peritonitis. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k10111, h11j23017 and h11j06012 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.